Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
Insulin pump was received with no button response due to corroded keypad traces on act and down arrow button. No button error alarm during testing. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.

Event description:
The customer reported via phone call that the insulin pump became frozen and alarmed with a button error. The customer also stated the buttons became stuck while she was attempting to administer a bolus. Her blood glucose was 199 mg/dl. No significant events leading to the alarm and keypad issues were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced.